Event description:
It was reported that a patient with this neurostimulator experienced a lot of pain and the device did not work. The device was removed last year. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.